Manufacturer narrative:
This report is submitted on july 26, 2018, (B)(4).

Event description:
Per the clinic, the patient experienced a skin overgrowth on the abutment. Subsequently, the patient underwent revision surgery on (B)(6) 2018, to remove soft tissue and granulation around the abutment and during the procedure, the area was injected with a steroid.